Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a celsius electrophysiology catheter. The patient suffered cardiac arrest, cardiac tamponade requiring a pericardiocentesis and surgical intervention extracorporeal membrane oxygenation (ECMO). The patient died. After the ablation the patient became hypotensive, and CPR was started. No pericardial effusion was noted by ultrasound. The patient was placed on ECMO and a pericardiocentesis was performed. The adverse event was discovered during/post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the procedure. The intervention provided was a pericardiocentesis, ECMO and surgical. The patient outcome of the adverse event was death. The generator used was a smartablate. A transseptal puncture was performed. Prior to noting the cardiac tamponade ablation was performed. There was no evidence of steam pop. The event occurred post ablation ¿ testing phase (cardioversion after pacing into atrial fibrillation). Force visualization was not used an 8mm catheter was used. The visitag module parameters for stability range; time; 2 with no additional filter used with the visitag. Color option used was time. The date of death was (B)(6) 2022. In physician¿s opinion, the cause of death was the tamponade. Physician is unsure of what caused the effusion. It was found that there was a rv, lv and diaphragm dissection. All deaths were bwi FDA approved. Ce mark devices are involved are reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 3-oct-2022, the bwi medical safety officer reviewed the event. Their assessment is as follows: "after review of the events of this case, it appears that the death event is related to cardiac tamponade requiring a pericardiocentesis and surgical intervention extracorporeal membrane oxygenation (ECMO). There was no errors or malfunctions noted with bwi products. This is a potential but rare complication of all electrophysiology procedures." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).